Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically noting a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided complete pump reset instructions, and the caller successfully reset the pump, leading to a successful start of their sensor session without the error recurring.